Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2018 at 1:30pm when she obtained a reading of 336mg/dl using the subject device compared to a result of 51mg/dl using a freestyle meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes using insulin (self-adjusts) and reportedly continued with her usual dose (7 units) after the alleged issue began. The patient claimed to experience symptoms of ¿sweating, mouth numb, disoriented and shaking¿ 2 hours after the alleged issue began and reportedly self-treated by consuming additional sugary food. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, the test strips were stored correctly and within expiry, and an approved sample site was being used. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.